Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm and was unable to be used. The pump was replaced to continue the therapy. No patient harm or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) evaluated the iabp further and was able to reproduce the reported failure. The fse ordered and replaced the volume cylinder. The safety disk was also replaced due to expiration. The fse inspected the iabp following the repair and all tests passed. The iabp unit returned to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse performed a leak test and no leakage was found. Further investigation will be performed on the iabp. A supplemental report will be submitted when additional information is made available. The full name of the event site is (B)(6) hospital.

Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm and was unable to be used. The pump was replaced to continue the therapy. No patient harm or adverse event was reported.